Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error occurred with the device during calibration. The device's oxygen blending module manifold was replaced to address the issue.